Event description:
Manufacturer follow-up with the reporter revealed the patient's increased seizures were felt to be due to vns generator end of service. The level of the seizure increase was not provided.

Event description:
Reporter indicated via clinical notes received to the manufacturer that a patient was having increased seizures since approximately (B)(6) 2011 due to generator end of service ("vns unit failed"). The patient later had vns generator replacement surgery performed on (B)(6) 2012. At the surgery, the generator was unable to be interrogated and believed to be at end of service. The generator was implanted for 9 years and 78 days. A battery estimate performed resulted in -1.15 years remaining, indicating end of service is likely. The explanted generator was discarded by the hospital. Attempts to the reporter for further information regarding the increased seizures are in progress.